Manufacturer narrative:
The examination of the wheelchair came to the conclusion that the batteries of the wheelchair were very worn and in need of replacement. The dealer reported that the user was made aware of this problem prior to the incident and that a replacement was recommended. During the examination, some signs of wear and a lack of maintenance were found on the wheelchair. Despite this, all functions were tested successfully with a new set of batteries. No faulty or lose cable was found and all electronics were found to be in good condition.testing of the wheelchair with the user's batteries found that the capacity of the batteries was very low. This was causing a big drop in voltage when any of the wheelchair's functions was being used, like driving or lifting the seat. The voltage could drop so low that it would cause the wheelchair to either reduce the speed or to completely shut down. The former would result in a low maximum speed while the latter would cause the wheelchair to immediately stop, as was reported to have happened in this incident. It was reported that the user continued using the wheelchair despite the warnings from the dealer due to a lack of funds for a replacement of the batteries.

Event description:
Permobil ab received a report claiming while the end-user was driving at high speed, the wheelchair was reported to have suddenly stopped. This action reportedly caused the end-user to lose positioning and fall out of the seating to the ground resulting in injuries requiring medical intervention to address.

Manufacturer narrative:
Permobil ab received report claiming while the end-user was driving at high speed, the wheelchair was reported to have suddenly stopped, causing the user to fall out of the wheelchair where they reportedly sustained multiple bone fractures to undescribed appendages. Reports indicated the incorporated positioning belt was not being used when the event occurred. Device was reported to have been inspected by the local service provider, where it was suspected as being an issue with the batteries, but this was never confirmed. Suspect device is being returned to permobil france for a more in-depth inspection/evaluation. With the information provided, permobil cannot reach a determination as to probable root-cause at this time. When new information is received, a follow-up report will be submitted.